Event description:
User from account reported that unit had underfilled the final container, based on visual observation that the container looked as if it were "short" on volume and that the container's weight was too low. The user could not give the weight, however. All individual station volume delivered displays and total delivered display were reported to be an agreement with programmed values. There were no calibration problems, error codes or alarm conditions. The user was advised not to use the unit, which was swapped out. No patient involvement.